Event description:
The generator pad was placed on the pt's thigh and after surgery, removal of the pad revealed a dime sized burn. A follow-up call with the customer revealed that the surgeon was laying instruments on the pad when not in use. This extra pressure was causing energy to focus in one area of the pad and not spreading across the entire pad as recommended. The result was a burn to the pt.